Event description:
On (B)(6) 2018, trimed was notified of a peg extender that was found to have started to rust. The rep reported that this feedback was not associated with a clinical event, and there was no patient involvement. This is the seventh complaint of this kind for this part.